Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient sample from the cobas e411 rack analyzer. Patient 1 initial result was 2050 miu/ml with a data flag and was reported outside of the laboratory. The sample was repeated (B)(6) 2018 and the result was 1214 miu/ml with a data flag. A sample was also processed in finecare instrument (fluorescence) with a result of 2467 miu/ml. It was unclear if this was the same patient sample. Patient 2 (female, (B)(6)). On (B)(6) 2018, the initial result was 0.433 miu/ml and was reported outside of the laboratory. The repeat result was 2357 miu/ml. A sample was also processed in finecare instrument (fluorescence) with a result of 2130.78 miu/ml. It was unclear if this was the same patient sample. There was no allegation of an adverse event. The reagent lot number was 284292 with an expiration date of 28-feb-2019. The sample probe settings and the mixer were verified. When completing maintenance on the cell preparation, the sipper was dripping. Based on the provided data, there was no indication of a general instrument or reagent issue. The customer was not used the required sample tube rack adapters. The investigation did not identify a product problem. The cause of the event could not be determined.